Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter (aus) removed due to cellulitis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Explant date added. Facility name and address updated.

Event description:
It was reported the patient had his artificial urinary sphincter (aus) removed due to cellulitis. No patient complaints were reported.